Event description:
Iridex received a telephone call on (B)(6) 2012, from (B)(6) at the university of (B)(6) notifying us that there was an incident with an iridex g-probe. While performing transscleral photocoagulation (tsccp) on the left eye of a pt, the treating physician noticed a burning smell. The physician immediately discontinued treatment to clean the probe, then applied the probe a second time. When the second application of the probe also created a burning smell, the treating physician discontinued use of the probe, discarded it, and resumed the procedure with a new g-probe, successfully completing the case. After treatment, the physician examined the treated eye microscopically and identified a conjunctival wound and a sclera burn. She sutured the conjunctival wound with one interrupted vicryl suture, and reported the pt and doing well post-operatively. The pt is a (B)(6), male, with brown iris. The pt has previously undergone cataract surgery, multiple dsaeks, and trabeculectomy. The treating physician noted that the trabeculectomy site had scarred down and was avoided during treatment. Visually acuity both pre-op and post-op was identified as hand motions. At the time of treatment, the laser settings were 2000 mw for 2000 milliseconds, which are within the range identified in the instructions for use. Bss (basic salt solution) was used to lubricate the eye at the start and during the case. One quadrant was treated prior to the burning smell observation, which occurred at 2000 nw. Written communications from the treating physician stated "I usually look for a 'pop' and then titrate the power down until I no longer hear the 'pop'. I do not expect to hear a 'pop' with each application." These settings and techniques are frequently used when performing tscpc with the g-probe. The physician indicated that she has performed 50+ procedures with the g-probe. The physician has stated that the pt has been seen three times since the surgery. The conjunctival burn appears to have healed, but she is still monitoring a small depression at 3 o'clock of the left eye. No long term effects to the pt health are anticipated.

Manufacturer narrative:
A failure analysis was performed on the returned g-probe, and testing was done with the returned slx console (model# 11176, serial# (B)(4)) used during the treatment. The laser slx, met mfg specifications. The returned probe was visually inspected and found to be intact, with no physical evidence of it being "faulty" in any manner of construction. Some dried residue (blood and tissue) was observed on the fiber tip. The fiber tip was burnt. The g-probe instructions for use and user manual instructs the user to keep the fiber clean and the eye surface moist during surgery. Any organic material that is burned onto the fiber face, the tip remains highly absorbing in subsequent laser exposures. Once contamination occurs, use of the contaminated device should be discontinued as recommended. Ocular buns consequent to tscpc have been reported in the literature (1).1. These events are usually associated with the presence of tissue debris on the g-probe tip leading to absorption of laser energy and subsequent heating/ablation of the outer ocular surface. One tr aos 1992; 90:225-246. Initial experience with a new method of laser transscleral cyclophotocoagulation for ciliary ablation in severe glaucoma. Douglas e. Gassterland, md and irvin pollack, md.